Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No evidence of short battery life observed in the pump histories. The pump electrical current draws were tested and were within specifications. A replace battery alarm was duplicated during testing; pump gave appropriate audible and visual alert. Pump passed delivery accuracy test and found to be delivering within the required specifications. Unrelated to the complaint, the display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On the morning of (B)(6) 2012, the reporter contacted animas stating the patient awoke to no power to the pump and the patient experienced a blood glucose (bg) value of 479mg/dl with ketones and felt nauseous. The patient reportedly was treated via correction injection. It was noted that the patient was not receiving insulin during the night due to a low battery issue. A review of the pump alarm history noted a "low battery" and a "replace battery" alarm emitted at 6:30pm and at 9:15pm. The patient reportedly ignored the alarms that were emitted during the night. The pump reportedly resumed power during troubleshooting with customer support (cs). This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient did not appropriately respond to the alarms/warnings the pump emitted.